Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain was 7/10 post essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy/bilateral salpingectomy, removal of the para tubal cyst/cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter provided no causality assessment for menometrorrhagia and pelvic pain with essure. The reporter commented: essure insertion date: bilateral ostia seen. 5 coils in the left fallopian tube and 4 coils visualized in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pain and menometrorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain was (B)(6) post essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy/bilateral salpingectomy, removal of the para tubal cyst/cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter provided no causality assessment for menometrorrhagia and pelvic pain with essure. The reporter commented: essure insertion date: bilateral ostia seen. 5 coils in the left fallopian tube and 4 coils visualized in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pain and menometrorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.